Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 15nov20115 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Review identified this device has not been in for service previously., corrected data: h6: health effect code corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.